Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the fan cable was disconnected, and the 5v supply cable and the fan cable had shorted. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the technician left the room after loading patient images. When the technician returned, the system had shutdown. This issue was noted outside of a procedure, and there was no patient involvement.